Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led a photographic evaluation of two devices. The visual inspection of the photograph noted zero sutures and two needles. It was observed that the needle tip had broken off one of the needles. Unfortunately, because no sealed samples were returned, a bend moment test could not be performed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a open vaginal hysterectomy, the device¿s needle tip broke off and fell into the patient¿s cavity. An xray was performed with a negative result and the needle tip could not be located. The surgery was extended for thirty minutes and more due to the surgeon looking for the needle tip and for the xray. The patient was alive with no injury.